Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a certified ophthalmic technician (cot) that the consumer reported that she had developed cartilage in her eye. At her last postoperative visit, trace edema, intraocular lens (iol) well centered and in the capsular bag was noted. According to the surgeon, it is unknown if the device caused/contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported that following a cataract extraction with intraocular lens (iol) implant procedure, her vision is dim and blurry. It was never good after cataract surgery. Her vision was black in the first two days after the procedure. Her vision was barely grey, slow recovering the third day then didn't get any better. The patient had a second opinion and was told she has scar tissue on the inside of the lens. Additional information was requested.